Manufacturer narrative:
Evaluation summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the lcsc5 device was returned with the clamp arm detached. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected during this inspection and testing.

Event description:
It was reported that the device was being used to dissect tissue during a lap insectional hernia repair. The tips locked up. When the physician removed the instrument from abdomen, the clamp arm was still inside of the patient. The tip was safely removed and no medical intervention was required. Customer does not know how case was completed. There were no patient consequences.